Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15-oct-2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: deformation, brown particle, weight to the spec. Cloudy and voids observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.